Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, inappropriate hv therapy delivery was observed. Review of session records noted that the device inappropriately discriminated supraventricular tachycardia (svt) as vt due to a fast conducted r-wave following a slow conducted r-wave. Device has appropriately discriminated the further episodes. Patient condition was not available. Programming changes were recommended. Patient was continued to be monitored. During further device interrogation, it was noted that the device undersensed a single atrial event resulting in inappropriate discrimination of the rhythm as a vt. The morphology discriminator worked appropriately however and the rhythm was correctly diagnosed as svt by the device overall. No programming changes were made. The patient will continue to be monitored.